Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device won't stay on when plugged in and shuts itself down after turning on, which was reproduced. The reported device won't stay on when plugged in and shuts itself down after turning on was verified and found to be caused by a failed rear case, input/ output printed circuit board, and processor printed circuit board. The rear case, input/ output printed circuit board, and processor printed circuit board were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump won't stay on when plugged in and shuts down without user input. There was no patient involvement. No additional information is available.